Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging an error 4 issue. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.